Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
Physio-control evaluated the customer's device and observed that when the charge button was pressed, the led light for the shock button would light up, indicating that it was already engaged (depressed/stuck down) even though it was not being touched. If a critical button, such as the shock button, is stuck down it may prevent the functionality of other critical buttons on the keypad. As a result, therapy may not be possible. There was no patient use associated with the reported event.